Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided one guide wire that was observed to be used and kinked in three places. Microscopic examination of the kinks found that the coil wires were separated exposing the core wire at two of the three kinks. No other damage was observed and the device was within dimensional specifications. This device is packaged in a rigid tube. A review of manufacturing records did not yield any relevant findings. Since the returned guide wire appeared used, the kinks at the distal end of the assembly do not appear to have been caused in assembly or shipping. Therefore, operational context caused or contributed to this complaint. No further action will be taken.

Event description:
It was reported that upon opening the kit, the guide wire was found kinked. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Additional information: medwatch report (B)(4) was received related to this event. The new information from that report has been added. (B)(4)

Event description:
The arrow pediatric multi lumen central venous catheterization kit had a guide wire that kinks at almost 90 degree angles. The device was noted to be an out of box failure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon opening the kit, the guide wire was found kinked. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.